Manufacturer narrative:
Unit received with intermittent act button response due to flattened dome. Unable to verify excessive no delivery alarm due to keypad anomaly. The keypad connector was inspected and no anomalies noted. No cosmetic damage noted.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 249 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with both. Customer was advised that insulin pump was working as designed. Customer insisted that insulin pump alarmed when not connected. Customer was advised that insulin pump would need to be replaced.